Manufacturer narrative:
This report is based on information provided by a philips authorized service person (asp). And has been investigated by the philips complaint handling team. Available details indicate, that the device had exhibited symptoms of a critical failure. And the customer was advised to remove the device from service. The device was not available for additional investigation. Based on the information provided by the asp, the reported malfunction was confirmed. The customer declined service. Therefore, no cause has been established. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements, per the post market surveillance and risk management processes. The engineer provided their analysis findings. However, we are unable to confirm, the final disposition of the device, because the customer refused service. The investigation concludes, that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text: the customer declined service.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone: (B)(6).

Event description:
It was reported there was metal part detachment of the right external paddle. There was no patient involvement.